Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. At the time of the report, the screen was completely unresponsive and not functional. The customer was unable to interact with the pump. The customer's blood glucose was 300 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.